Manufacturer narrative:
Device evaluation: x-ray demonstrated wireform intact. All three leaflets were slightly stiff and appeared wavy at the free margin. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4.5mm on leaflet 1 at the inflow aspect. Minimal calcification was seen on the host tissue at leaflet 2. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. The sewing ring was cut around the valve circumference and exposed the wireform at the inflow aspect. Leaflet 1 had serrated markings near commissure 1. Leaflet 2 had a 1mm tear at the free margin near commissure 3. Cloth damage was seen on commissure 3, and aligned with the tear on leaflet 2. Leaflet 3 had a non-transmural tear of 6mm along commissure 3. Returned with the valve was a fragment of host tissue. Valve was not received in the same condition as the photos provided by the customer. Additional manufacturer narrative: customer report of host tissue overgrowth was confirmed, however, report of stenosis could not be confirmed. Heavy host tissue overgrowth was observed at the inflow aspect of the valve. The host tissue narrowed the valve diameter at the inflow aspect. Based on the information received the root cause of the event cannot be determined; however, patient factors likely contributed to the event.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm pericardial valve was explanted due to stenosis secondary to host tissue overgrowth. Surgeon reported the "valve had clear evidence of fibrosis on the ventricular surface impinging on the orifice. The leaflets were not abnormal (i.e. They were mobile and without evidence of visible fibrosis)." Surgeon would like to know if similar problems have been reported to edwards. The implant duration of the 21mm bovine pericardial valve was five (5) years, six (6) months, one (1) day, at the time of explant. Through follow-up with the healthcare provider it was learned that the patient also underwent replacement of the ascending aortic and the undersurface of the aortic arch with a 32mm graft and attachment of the coronary arteries to the coronary ostia of the graft. The 19mm pericardial valve was explanted and replaced with a 23mm non-edwards valve. Pathology report results found the valve cusps to be pliable without calcification. "There were no gross tears. The cusps are intact. There are a few areas of tissue overgrowth."